Event description:
Customer claims blood leaked through the glove due to pinhole while no immediate health concern. There is the potential that the health care provider may have been in contact with a blood borne pathogen.